Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was near syncopal and presented to the hospital. Upon device interrogation, the right ventricular lead exhibited noise oversensing leading to high ventricular rates. Noise was reproducible with left arm movement. The lead was otherwise electrically normal. No intervention was performed. The patient was stable.

Event description:
New information received on (B)(4) 2019 indicating that the patient would continued to be monitored.